Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported with a description, the intra ocular lens had a defect and it was not placed in the patient as it arrived bent. A new lens was opened. Additional information has been requested.

Event description:
Additional information was received and stated, when opening material in the surgical field it was observed that the lens was bent making it impossible to use it, then opened a new lens to continue the procedure. There was no patient contact and no patient harm.

Manufacturer narrative:
Additional information was provided in b.2., b.5 and h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).